Manufacturer narrative:
This event occurred in (B)(6). There were no issues with other results for the patient. Qc was acceptable. No issues were identified during a review of the alarm trace data. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 module. The initial result from the e 801 module was 0.152 ng/ml. This result was reported outside of the laboratory. A new sample was obtained and tested on a cobas e 411 immunoassay analyzer with a result of 0.008 ng/ml. The original sample was repeated on the e801 module with a result of 0.00551 ng/ml. Based on the status of the patient and the additional results received, the initial result was believed to be incorrect. The troponin t hs reagent lot number was 37069501 with an expiration date of 31-mar-2020.